Manufacturer narrative:
Follow-up #1: date of submission 7/13/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings:. One battery compartment crack battery compartment lip to case seal; keypad peeling; all button contacts function appropriately; intermittent audio bolus button function; no visible damage to audio bolus button. Submitted battery cap used for investigation. Unrelated to the complaint, the sudio bolus button cover removed; audio bolus button slug misaligned; contamination under audio bolus button; keypad peeling; all buttons function appropriately; keypad removed; all button contacts free of contamination.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.